Event description:
The customer reported power issues considered to be a failure to power up with ac power only. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips authorized distributor and the stated problem was confirmed. The ac power cord was found to have been the cause of this issue. Replacing the ac power cord resolved the problem. The device passed operational performance testing and was returned to the customer.